Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire was being used to place a lead for an implantable cardiac defibrillator (ICD) (off label use) and it broke in half. No medical intervention was required and there was no patient injury. No additional event or patient information is available.